Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are returned.

Event description:
A customer's father reported, that his mentally handicapped child obtained imprecise sequential readings on their precision xtra blood glucose meter. A reading of 372 mg/dl was obtained at 15:17, followed by a reading of 190 mg/dl obtained at 15:17, followed by a reading of 190 mg/dl obtained at 15:18. Four units of insulin were injected. Fifteen minutes later, the pt was taken to the hospital, where a reading of 132 mg/dl was obtained. It is unk at this time, if this reading was obtained on the customer's meter or a hospital meter. Ketones were measured in the pt's urine. The readings of 372 and 190 mg/dl were each plotted on a parkes error grid against the average and the results fell in the 'a' and 'b' zones, showing the difference in values are not clinically significant.